Manufacturer narrative:
Qn (B)(4). The reported complaint for "ap triggering issue" is not able to be confirmed. The product was not returned for investigation. According to the attached service report, the field service agent could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "while on patient pump console had ap triggering issue. No patient harm was reported, and patient status was not given". At the time of this report, the customer has responded "unknown" to our following questions and requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "while on patient pump console had ap triggering issue. No patient harm was reported, and patient status was not given". At the time of this report, the customer has responded "unknown" to our following questions and requests for additional information. If further information is received, the complaint file will be updated.